Event description:
Patient called back and stated they spoke to their mdt rep and had the device reprogrammed and they were told to turn the therapy off for 2 weeks and turn it back on after 2 weeks. Patient stated they can no longer take the pain so they tried to turn the handset on today, but it would not turn on. Patient stated the handset was fully charged. Agent walked patient through turning the handset on and the handset was able to turn on. Patient had the recharger connected and was charging their implantable neurostimulator (ins). Patient turned their therapy back on through their recharger application. Agent walked patient through adjusting their settings through the mystim therapy application. Patient made sure that the recharger was off and on the dock. Patient closed out of all the applications, patient stated that the communicator battery light was slowly pulsing. Agent had the patient press on the communicator power button and the patient confirmed that the battery light was now steady green. Patient attempted to connect to the therapy application and was getting a not found message. Patient got very frustrated because they stated that they would always need to reset the communicator to get it to connect and this should not be normal. Patient stated that almost every time they would try to connect to the therapy application, they would need to reset the communicator. Agent reviewed and walked patient through resetting the communicator and connecting to the therapy application. Patient was able to access the therapy application. Patient stated that they would feel the stimulation on the right side of their stomach all the way to their right leg. Patient tried all 4 groups and they were still feeling the stimulations mostly on the right side of their stomach. Patient stated they needed the stimulator to target their back and tail bone. Patient was really frustrated and sad because they mentioned that the stimulation helped them for at least a week since they had the ins implanted and they had a smile on their face but now the pain got back, and they feel torture. Patient mentioned that at one point when they were reprogramming the ins the intensity was too high on their legs that they could not walk at all , sothey had to immediately turn the ins off. Patient stated they did not know that the ins had that power. For now, patient will try to work on adjusting the groups that the mdt rep had reprogrammed and see if it's better. Patient mentioned that they do not care if they had to charge the ins all day as long as it would help with their pain. Patient also mentioned details already recorded in this case. Patient stated they had the ins reprogrammed 5 times now by 3 different mdt reps. Due to the persistent issue with the communicator, agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's rep called back in and stated previously documented issue. Caller stated that the patient was still in extreme pain even though they had adjusted the settings on their implantable neurostimulator (ins). Caller stated they contacted the healthcare provider (hcp) and were redirected to medtronic. Caller also mentioned that they communicated with the mdt rep via phone call, but the issue was not resolved. Agent reviewed the rep's role. Agent redirected the caller to hcp and agent sent an email to field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they are having a heck of a time with the spinal cord stimulator. Caller stated that during the trial it worked great on their tailbone, but since implant it works great on their back but not their tailbone. Caller added that they have been having to charge the implant twice per day. Caller added that the implant battery goes down to 10% in 12 hours and they can feel it shut off when it gets low. Caller noted that a few weeks ago they upped their intensity from 5.6 to 7.1. Caller mentioned that a couple times they woke them up during the night because of the sudden pain of the stimulator shutting off from a low battery. Caller added that since they have to recharge twice per day they've noticed that the area the recharger sits on their back gets sore while recharging. Caller commented that they can feel the implant and don't have a lot of fat, so they don't know if that has anything to do with it. Caller also noted that they have to have the recharger against their naked skin for it to work. Caller confirmed they are using the belt to h old it in place. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a patient (pt). It was reported that they are unable to go into mystim rc application and it feels like ever since they called, the issue has gotten down hill. The pt stated their tailbone is worse and something is not working right. During the call, the pt was recharging. Agent had pt stop recharger and try to connect using the communicator, the patient saw message: service code: 310 connection interrupted. The connection to the neurostimulator was interrupted. Exit and reconnect. Agent had the pt clear the app and reset communicator. The pt was able to see the therapy settings, troubleshooting resolved issue. During call, pt mentioned the following: their " swiper" on the handset was not working and it was hard to swipe, agent reviewed how to do that properly and pt was able to do it on call. When the pt was able to connect to therapy application, they stated they feel the pulse and a little shaky in their legs. Pt stated the pain is back and they are bent over. Pt added they have to use the recharger belt to charge and the quality goes from excellent to good easily. They used to charge once a day at the setting of 5, and now they have increased to 7 and is having to charge twice a day. Pt inquired if that's normal, agent reviewed charging expectations and redirected them to their healthcare provider (hcp). Additional information was received from a patient (pt). It was reported that they thought their device was reset after their last call into patient services; however, when they went to "change the function that is was showing up but it wasn't working still." Patient stated they are so frustrated with this thing at this point and it is malfunctioning all over the place. Patient added it takes 2 hours to charge the implant from empty to full and they can feel the stimulation shut down at like 30%. Patient also noted they are charging three times a day and sometimes it doesn't work and, while they always make sure the implant has a full charge before bed, every now and then they go to bed too early and it doesn't make it through the night and they wake up in the morning in pain. Patient added when it's not working they are back to being completely bent over. Patient has an appointment scheduled with their hcp for june 12 and confirmed the hcp office has requested a manufacturer representative (rep) be present. The agent sent an email to field and redirected the patient to their hcp to further address.

Event description:
Information was received from a patient (pt) regarding an external device. Information was received regarding an external device. Caller reported service code 321 displayed when they attempt to access the mystim rc app and stated that storage was too full to launch the app. Caller also reported that they had to charge the ins 2-3 times a day and it took them 1-2 hours to charge the ins each time. Caller also stated that they couldn't move the wireless recharger at all or it lost "excellent connection". Caller also mentioned that they met with a rep in the past for an issue they were encountering due to an issue with their communicator and also what sounded like loss of therapy. Pt stated they were without therapy for 5 months due to an issue with their communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fp9000m serial# unknown. Product type accessory product ID tm91scs2. Serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt on july 9, 2025. They reported they had reprogramming performed on (B)(6) 2025, which made it worse. They met with a rep again on (B)(6) 2025 and now the therapy was not helping in any of the areas anymore and they were miserable and the pain they were in was torture. They stated it had gone from bad to worse since (B)(6) 2025 and they had lost 5 lobs in the past couple of weeks because it had been so hard to walk or even move. In the month of (B)(6) 2025, they had "nothing from this thing". The pt reported the reps had added groups b, c and d and advised the pt to give each group 5-7 days. The pt stated they had seen the "not found communicator" message as well as a service code of "338" and were having to reset the communicator every time they tried to connect to the therapy app. During the call, the patient services agent reviewed communicator sleep mode and walked the pt through connecting to the therapy app and the pt confirmed they could connect without issue. General use and charging pr actices were reviewed with the pt in detail and redirected the pt to the doctor to further address any issues. The pt commented they don't use the recharging belt to recharge because it is "horrible" and there was bulging out where the implant is so they were tender all the time, so charging worked better without the belt.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in asking for returning process. They called fedex ground but the tracking number wasn't active asked to reactivate it. Agent reviewed returning process that fedex needed to scan the bar code not providing the tracking number. Agent redirected the patient back to fedex ground.

Manufacturer narrative:
Continuation of d10: product ID: fp9000m, serial# unknown, product type accessory product ID: tm91scs2, serial# unknown, product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the pt did not feel the bulging and tenderness at the ins site during their last appointment. Rep reported pt suffer from anxiety and that was the cause of their discomfort with the charging time. Rep reported the pt was programmed with dtm, but now they wanted to feel the stimulation directly, so rep programmed them to ld. Rep reported that the pt's charging frequency was due to them increasing their intensities to a very high level, causing the battery to deplete faster.